Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had fault in angulation. The issue was found during maintenance. The procedure was able to be completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: remnants of white crystallized contamination believed to be a simethicone type product were evident within the air / water channels . There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; distal end adhesive was worn; angle straining; and down/left angle not to specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
It is unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the white crystallized contamination (believed to be simethicone type product) in air/water channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, silicone was detected silicone, which is a component of antifoaming agent containing simethicone. The events can be detected/prevented in accordance with the following instructions for use: cf-hq290l/I operation manual chapter 4 operation 4.2 insertion_ air/water feeding and suction_ air/water feeding. Nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.